Event description:
It was reported that there was intermittent stimulation. A shocking/jolting sensation was reported. Replacement was going to occur as a result of the event. Impedance testing had been performed. Stimulation would shut off on its own at times. This was also noticed when near microwaves and while sitting on an airplane above the engine. She felt significant surges with position changes in the left leg. This was very uncomfortable. Stimulation would turn on and off by itself at times. The plan was to replace the implantable pulse generator (ipg) with a sensor ipg to address the positional changes the patient was feeling. The date planned was (B)(6) 2015. Follow-up determined that there was a 50% or greater reduction in symptoms. Impedances were within normal limits. No other information was known. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a-33, lot# j0455297v, implanted: (B)(6) 2005, product type: lead. (B)(4).